Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available the manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non healthcare professional reported plastic thread glued attached to the base of patient interface came in contact with patient's left eye during cataract surgery.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. The investigation conducted a non-conformance review of the reported lot number. No deviations, were identified and all corresponding production release specifications defined in the device master record were met.' Multiple low image resolution images appear to show splatter of some type of substance onto the patient interface lens. Based on the images alone, we are unable to ascertain the identity and origin of the lens substance and/or object. Loctite curing process was incomplete causing light splatter of loctite onto the patient interface lens from the bonded port. The root cause of the customer's complaint could not be conclusively determined as product was not returned and the condition of the product could not be verified. The image provided by the customer was assessed but no failure mode could be ascertained from the image. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.